Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages and that the pump casing was undamaged. On investigation, the pump powered up to a dim and discolored verify screen with the appropriate audible and vibratory alerts. Unrelated to the display issue, it was observed that the clip was damaged. (B)(6).